Manufacturer narrative:
On june 15, 2022, mentor received additional information clarifying that this device did not have any issue. The healthcare provider reported that in the operating room, the right implant was confirmed to be deflated (see report number 1645337-2022-06943). The left implant was intact upon removal but was deflated by the surgical team and subsequently returned to mentor. There is no complaint against this device, and this event does not meet the criteria for MDR reporting. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old female patient underwent a primary breast with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. Upon receipt of the devices for analysis, the 325cc mentor smooth round moderate profile saline breast prosthesis for the left side was also found to be deflated. The patient underwent bilateral explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).